Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review for the day of treatment shows the system passed successfully all initialization steps. The user performed a gas change, performed the scanner test and performed the needed energy check and eyetracker test without any issue. Customer performed multiple treatments during the whole day. The measured energy was stable. The corresponding treatments (right and left eye) were performed with one interruption. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reported the doctor cannot recall the patient's name. The doctor feels the visual acuity should be normal and should have progressed adequately. The doctor will update if he notices anything unusual or that the patient is not progressing. Follow up information reported the patient had post-operative central haze. Topical steroid dosage was tapered and patient was instructed to use preservative free tears every two to three hours. The site uses chilled balanced salt solution (bss) and double anesthetic is given.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with bad quality in post-operative topographies and visual acuity. Additional information has been requested.